Event description:
It was reported to target that during an embolization the physician tried to use a coil pusher but the distal flexible part of the pusher was found to be cut. This occurrence had no impact on the pt.

Manufacturer narrative:
Device discarded at the user facility. No product evaluation possible.